Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a video assisted thoracic surgery and esophagectomy procedure, the device jaws could not be opened after firing. Instrument malfunctioned during firing. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.